Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the plate is broken in two pieces through hole l9. The break is not straight. The plate shows normal signs of wear such as stains and scratches on the surface. All measurements of the received plate were found to be in specification. No deviations were found in the dimensional inspection. The complaint regarding the breakage of the plate is confirmed. All critical to quality features considered relevant to the plate breakage were remeasured and have found to be in specification. The device history records was reviewed including the review of the documented measurements during production. All values have found to be in specification. No ncrs were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was determined that the device is broken due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint is acknowledged, but not valid from the manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 424.776, lot: 8365558, manufacturing site: raron, release to warehouse date: 23.apr.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2019; however exact date of postoperative plate breakage is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with tibial nail on an unknown date to treat the tibial shaft fracture of the right lower leg. Postoperatively patient exhibited pseudarthrosis of the right lower leg which was then retreated on (B)(6) 2019 with an 16 hole lcp methaphysial plate. During the postoperative x-ray inspection on (B)(6) 2019, the plate breakage was detected. There was no reported previous trauma. As a result, the methaphysial plate was removed and a fixed angle locking compression (lcp) 4.5/5.0 plate was implanted on (B)(6) 2019. No other information provided. Concomitant device reported: locking screw 32mm (part: 413.332, lot: 9800220, quantity: 1); locking screw 30mm (part: 413.330, lot: 9131399, quantity: 1); locking screw 28mm (part: 413.328, lot: l445318, quantity: 2); locking screw 26mm (part: 413.326, lot: 9653668, quantity: 1); locking screw 24mm (part: 413.324, lot: 8483197, quantity: 2); 3.5mm locking screw 38mm (part: 413.038, lot: 2l99654, quantity: 2); 3.5mm locking screw 32mm (part: 413.032, lot: 2l56388, quantity: 1); 3.5mm locking screw 16mm (part: 413.016, lot: l927347, quantity: 1). This report is for one (1) lcp methaphysial plate. This is report 1 of 1 for complaint (B)(4).